Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. The patient lost consciousness. The patient for treatment, the patient was given glucose. The patient was discharged after 6 hours. The pod was discarded.